Manufacturer narrative:
External insulation abrasions were noted at 38.6-39.0cm, 38.9-39.3cm, 40.3-40.5cm and 45.5-45.7cm from distal tip consistent with lead friction to ICD can. Externalized conductors due to internal insulation abrasion were noted at 10.4-12.7cm from distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that the lead was explanted due to externalized conductors. No electrical anomalies was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Received maude report number (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.